Event description:
It was reported that the patient presented with false pause episodes on the insertable cardiac monitor (icm) due to under-sensing. No intervention was performed. Patient condition was stable.